Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused via a peripherally inserted central catheter (PICC). The issue was further described as approximately 4% of the medication remained in the device. The issue occurred during patient infusion. And it was noted that the PICC line had a kink, which may have contributed to the under-infusion. The device was filled with 8g of flucloxacillin in 230 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between january 10, 2025 ¿ january 13, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.